Event description:
It was reported that the system is producing charger fail and charger error messages upon boot-up. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and found a faulty generator battery. The battery was replaced, and the system was tested. System operates as intended.